Manufacturer narrative:
Product analysis: the valve remains implanted and the delivery catheter system (dcs) was discarded by the customer, therefore no product analysis can be performed.   Conclusion: without return of the products, no definitive conclusions could be drawn regarding the clinical observation. Section d information references the main component of the system. Other relevant device is: product ID [enveor-n-us] serial/lot [(B)(4)] use by date [2018-05-12] UDI [(B)(4)]. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon deployment within the seal zone, the valve appeared constrained. While removing the delivery catheter system (dcs), the nosecone caught the bottom of the valve and it dislodged up. The valve was snared into the ascending aorta. Two balloon aortic valvuloplasties were performed and a second valve was implanted. No adverse patient effects were reported.